Event description:
It has been reported that the axle bolt is sticking out about 1/2 inch too far on a (B)(4) wheelchair. It was stated that it is rubbing the inner right side of the wheel and causing friction. Additionally, the left side is 1/2 inch shorter than the right side.